Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump became frozen on the "prepare for fill" screen, and the customer was unable to clear it. During troubleshooting with tandem technical support, the customer was able to clear the screen. Customer's blood glucose level was 100 mg/dl at the time of the report. The customer was able to complete the load process and resumed insulin delivery.